Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x20mm stent delivery system (sds) was returned for analysis. The stent was detached, separated and was not returned with the device. Additional information was requested regarding stent detachment however, no further information was provided. The balloon wings were not tightly wrapped and appeared to have been subjected to positive pressure. Hardened solidified medium was evident inside the balloon chamber and inner/outer extrusion. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a mildly tortuous and calcified right coronary artery (rca). A 3.00 x 20 synergy¿ stent was advanced but failed to cross the target lesion. The procedure was completed with a different size synergy stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent detachment.